Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported through voluntary medwatch report mw5161965 that the patient had a history of dilated nonischemic cardiomyopathy complicated by severe left ventricular systolic dysfunction, mild right ventricular systolic dysfunction, severe mitral regurgitation, and paroxysmal atrial fibrillation in secondary to alcohol, cocaine, and methamphetamines use. The status post left ventricular assist device (lvad) and tricuspid valve repair with a 28 mm mc3 annuloplasty ring 2021. Since 2023 they have had hospitalizations for methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The patient had subarachnoid hemorrhage at the time thought to be secondary to mycotic aneurysm. In 2023 they were hospitalized again for persistent mssa bacteremia, had their implantable cardioverter-defibrillator (ICD) explanted and completed 6 weeks of intravenous (IV) antibiotics. After they were transitioned to cefadroxil indefinitely for suppression of infection. They then presented with a fever of 103.2 with symptoms of nausea, vomiting, and chills. The patient had stopped taking cefadroxil in 2024 due to no refills as they hadn't been seen in the clinic. They were treated with IV antibiotics until blood cultures cleared. The patient was taken to the operating room for pump exchange in 2024. Intraoperatively, pus encountered in the proximal part of the outflow graft in the region of the bend relief. The case was notable for bleeding, shock, and prolonged cardiopulmonary bypass (cbp) time (about 7 hours). Subsequently the patient was noted to have motor deficits and stat computed tomography (CT). The imaging showed basilar artery occlusion resulting in pontine stroke with significant ongoing motor/neurological deficits. The patient had a trach placed and percutaneous endoscopic placed (B)(6) 2024. The patient was discharged to a rehab hospital in 2024.

Manufacturer narrative:
Section b1: correction. Section b7: correction. Section h6: correction . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and the reported inability to unlock the cuff lock with the unlock tool could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 14.5¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned for evaluation. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear sealing ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the sealing ring were also within manufacturing specification. The cuff lock and sealing ring were reassembled, and engagement testing was performed using a test apical cuff. The cuff lock engaged with the apical cuff without issue. Additionally, using the unlock tool, the cuff lock could be disengaged and slid normally from the lock-out to the fully open position several times without issue. Furthermore, review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock, found no deviations in manufacturing or quality assurance specifications. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: incidental outflow graft obstruction: upon evaluation, a lengthwise crease was observed in the outflow graft. Tissue accumulation on the exterior of the graft appeared to have filled in and formed over the distortion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection and bleeding as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" instruct the user to "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools IFU. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. This document also provides detailed steps and images for how to properly disengage the slide lock mechanism from the apical cuff. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange due to infection. It was noted that the locking mechanism was unable to be unlocked using an unlocking tool. The apical cuff was removed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.